Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during pre-surgery/ preoperative, it was discovered that the craniotome device could not be attached to the handpiece device. It was further reported that the craniotome device and the attachment device fell apart. It was reported that the motor device did not function. It was not reported if there were any delays in a surgical procedure or if spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during a subsequent follow-up with the customer, additional information was obtained. The reporter clarified that there was no visual damage noted prior to the use of the device. The reporter provided the correct establishment name. The reporter¿s the phone number was also provided. This information has been updated accordingly. (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the tip was drilled. It was determined that the issue was consistent with failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment device was forced into position, which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment device. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to failure to follow the directions for use, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.